Manufacturer narrative:
This is 1 of 2 mdrs for this customer. Two reorder numbers were impacted.

Event description:
It was reported by the customer that air bubbles that could not be removed were present upon drawing up medication. When you draw up and try to tap out the air bubbles, the medication comes out. No information was received regarding any serious injury as a result of this report.